Event description:
During pretest the cuff did not fully deflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated after seconds. A visual inspection was performed and it was observed the cuff presents a small cut. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.